Event description:
On (B) (6) 2010, revision surgery was performed on a (B) (6) female patient. In the past she had a history of laminectomy for degenerative disc disease. The surgeon was performing adjacent level fusion. As the surgeon was inserting a single traxis implant, he used the tamp to help advance it in the disc space, although not particularly aggressively, and the implant cracked. The surgeon removed the implant and replaced it with another traxis implant without further complication. There was a short delay of approximately 3 minutes and no harm to the patient.

Manufacturer narrative:
Requests have been made for the return of the product. Evaluation is pending upon completed investigation of the product.